Manufacturer narrative:
The suspect device was returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that when passing a device over the amplatz guidewire, in the final portion of the stent placement procedure, the guidewire became stuck and released the stent along with the safety device. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.